Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusions alarms occurred. Multiple attempts were made to gather additional information, however, no response was received. Not additional information was available.